Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions on how to reset the pump and was assisted by technical support with the reset. The issue was resolved, and no further malfunction codes appeared. Customer was advised to continue using the pump and to contact support if the malfunction recurred, and they acknowledged this guidance.